Event description:
It was reported that during a therapeutic shoulder arthroscopy procedure, the camera head was taking photos without using the capture feature and had a cracked cord. The procedure was completed using the similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test based on the results of the investigation, it is likely the following led to the malfunction: image problem, cracked cord due to slice on cable and failed leak test cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.